Manufacturer narrative:
Continuation of d10: product ID {evolutpro-26-us}; product lot/serial number (B)(6); product type: {0195-heart valves}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the 26 millimeter (mm) valve was recaptured three times total because the valve could not be fixed. The implant was unsuccessful because the 26 mm valve could not be accurately "riveted" during the procedure. The valve was replaced with a 29 mm valve. The 29 mm valve was successfully implanted.

Manufacturer narrative:
Updated b5. Corrected h6 to remove a150203. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the 26 millimeter (mm) valve was recaptured three times total because the valve could not be fixed. The implant was unsuccessful because the 26 mm valve could not be accurately "riveted" during the procedure. The valve was replaced with a 29 mm valve. The 29 mm valve was successfully implanted. Additional information was received that the valve dislodged. A pre-implant balloon aortic valvuloplasty (bav) was not performed. The patient had thickening of the native valve leaflets that contributed to the dislodge. The deployment starting point was in the middle of the pigtail catheter, and the valve dislodged ventricular. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 5 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After the valve dislodged, the implant depth was 10 mm on the ncc and 13 mm on the lcc. Additionally, a non-medtronic (lunderquist) guidewire was used during the procedure. Additional information was received clarifying that the valve dislodged upon each deployment attempt.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve dislodged. A pre-implant balloon aortic valvuloplasty (bav) was not performed. The patient had thickening of the native valve leaflets that contributed to the dislodge. The deployment starting point was in the middle of the pigtail catheter, and the valve dislodged ventricular. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 5 millimeter's (mm), and the implant depth on the left coronary cusp (lcc) was 5 mm. After the valve dislodged, the implant depth was 10 mm on the ncc and 13 mm on the lcc. Additionally, a non-medtronic guidewire was used during the procedure.